Event description:
Complainant alleged that during incoming inspection of the device, the device's pacer rate knob was not functioning. When the knob was returned it did not increase or decrease the ppm. The complainant indicated that there was no pt involvement in the reported failure.